Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that error 1 message was observed on the subject meter. This complaint is being reported because the reported issue was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter involved with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be made at this time. Once the evaluation has been completed a supplemental report will be filed.